Manufacturer narrative:
Pc - (B)(4). Date sent: 07/18/2019.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot number is unknown, therefore no DHR review could be performed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what was the implant date? What is the lot number for the lxmc16 that was removed? Was a hernia repair done at the time of initial implant? Did the patient present with any symptoms in relation to the recurrent hernia? If yes, what were the symptoms? What is the product code and lot number for the replacement linx that was placed? Response: I don't have any additional information to share.

Event description:
It was reported that the patient had a recurrence of their hernia. Surgeon fixed the hernia, removed the linx device and placed a new linx device to restart the encapsulation process. No issues during the case or post op to this point. This case took place on (B)(6) 2019. Removed lxmc16. Not sure what size was implanted. There were no patient consequences reported.